Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced a low blood glucose event during sleep, with a nadir of 69 mg/dl, following a call about meal announcement timing; low-glucose alerts occurred and the user self-treated with carbohydrates. Symptoms included lightheadedness. Outcomes included temporary low glucose without medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.